Manufacturer narrative:
Internal complaint reference: case (B)(4).

Event description:
It was reported that during an elbow arthroscopy, the patient had extravasation of fluid causing the joint to swell. It is unsure whether the dyonics 25 was at fault or something related to the patient. The procedure was abandon due to patient safety and may or may not need further treatment. No further complications were reported and the current status of the patient is well.

Manufacturer narrative:
H2: additional information: h6: health effect - clinical code. H3, h6: the reported device was received for evaluation. A visual inspection did not identify any issue. Functional and electrical testing passed and flow measurements were within specification. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The reported fault could not be duplicated therefore a root cause could not be determined. Factors that could have contributed to the reported event include cannula selection or issues with a concomitant device. No containment or corrective actions are recommended at this time.